Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing severe hyperglycemia. Blood glucose level at the time of the incident was 430 mg/dl. Customer stated that he bolused for his breakfast meal on (B)(6) 2020 with a blood glucose of 228 mg/dl and he didn't check his blood glucose again until 16:31 pm, which was 336 mg/dl, and at 17:11 pm he ate a 61 grams dinner and bolused using the bolus wizard. Customer stated a 4.2 unit correction was given along with the food bolus. Customer stated his blood glucose at 18:51 pm was 430 mg/dl and had ketones results 1.6. Customer stated increased fluids and did not experienced ill symptoms. Customer stated blood glucose at 23:38 pm was 279 mg/dl. Customer stated a correction bolus was given. Customer stated hyperglycemia was resolved by morning, with blood glucose of 127 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.